Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. The pump was not explanted. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had persistent and recurrent driveline infections. In (B)(6) 2015 the patient underwent an incision and drainage (I&d) procedure and a driveline relocation was performed. In (B)(6) 2015, the patient developed (B)(6) bacteremia and underwent another I&d of an abscess. The patient remained on chronic doxycycline. It was reported that the patient was non-complaint and became ineligible for further advanced therapies. The patient was placed in hospice care. The patient expired on (B)(6) 2015 due to multi-system organ failure. It was reported that there were no device issues.